Event description:
It was reported that the device had reached its recommended replacement time (rrt) after just over 3 years of service. The device was explanted and returned. A new device was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) battery - battery depletion-normal.